Event description:
It was reported that the 9900 sys had an error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended, and put back into service.